Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of use error. Per the report, the patient was in connected during priming. This report cannot be confirmed in the lab due to a lack of sample. The root cause is user error/ mis-use. This review found the labeling adequate for the user error in the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A care giver (cg) contacted global technical services requesting assistance with ending therapy on the home choice (hc) machine during fill 2 of 4. The cg stated they had a 3 hr power failure and then reprimed the home patient (hp) while connected. The technical service representative (tsr) assisted the cg to end therapy and recommended finishing with manual supplies and contacting the nurse. A follow up was done via phone call; the nurse stated that the hp's nurse was not in today, she stated that the hp did come in and had a lab sample performed for possible infection. The nurse was aware of the reported problem. The nurse did not know whether the hp's nurse had retrained the hp. The patient was involved but no patient injury or medical intervention was reported as a result of this incident.